Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A picture was also provided and reviewed. The picture shows the device inside the pouch with an arrow to the distal end of the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the handle/needle in the advanced position. A visual examination of the distal end confirmed that less than 1 mm of the needle was still attached to the device, with the rest of the needle not being returned. It is unknown how a portion of the needle detached from the device. Given the device specifications, it is estimated that more than 3 mm of the needle detached from the device or disintegrated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection with dimensional verification confirmed a portion of the needle was missing from the device. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation (detached needle portion not returned). A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user: "before using this device, follow recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." Needle knife breakage near the distal end can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use caution the user: "when applying current, ensure needle knife is completely out of endoscope. Contact of needle knife with endoscope may cause grounding, which can result in patient injury, operator injury, a broken needle knife, and/or damage to endoscope." Needle knife breakage near the distal end can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions for use state: "caution: it is essential to move needle knife while applying current." Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all huibregtse needle knife papillotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook huibregtse needle knife papillotome. It was reported that the physician wanted to use the needle knife to cut the papilla, he [physician] found there was no needle on the tip, he changed to another one. A photo of the device was provided which shows the tip of the device missing. Per clarification received on (B)(6) 2022: the physician found there was no needle on the tip before he cut the papilla. According to the initial reporter, a section of the device did not remain inside the patient¿s body, but a portion of the needle approximately 3mm is missing and was not included in the return of the device. No further information was provided by the initial reporter, and it was stated that the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.